Event description:
On (B)(6) 2014 our affiliate received medical information from a sales representative and asked the affiliate to contact the sales shop for additional information. On (B)(6) 2014 , the affiliate contacted the sales shop and it is reported that a patient (pt) reported a foreign body sensation and a feeling of dryness while wearing the 1-day trueye contact lens. "It was reported from the sales shop that the patient had symptoms od about three weeks ago. On (B)(6) 2014, the pt was seen at an eye clinic, not associated with contact lens (cl) sale shop. The pt was prescribed anti-inflammation eye drops and hyaluronan eye drops. The pt's od is fine at the moment. The name of the treating eye care professional (ecp), diagnosis, the ecps's instructions regarding cl discontinuation or follow-up visit, and the names of the prescription eye drops are unknown." On (B)(6) 2014, the pt was seen at a clinic, associated with the cl sales shop. The pt fully recovered from the staining. The sales shop heard that the pt was diagnosed with a corneal ulcer. "The pt was not instructed to return for follow-up. The pt was given no prescription medications. The sales representative found it impossible to obtain further medical information because the pt was seen at an eye clinic other than the reporting eye clinic at the time of the symptoms onset." The suspect cl was discarded by the pt. No additional information is expected. A lot history review was performed and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Seven sealed blisters from the same lot were returned for evaluation. The parameters of the lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No visual attributes were observed. The solution was also tested; the ph and conductivity were in specification. Lot 5608340104 was produced under normal conditions. Any additional information received will be reported within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
Corneal ulcers are small but known risk of contact lens wear and the risk is increased with overnight wear. A corneal ulcer may occur with or without contact lens wear. Based on the limited information available, no causal factors can be determined and no conclusion can be drawn.